Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is displaying a solid red x in the ready for use (rfu) indicator and making a chirping sound. The device was not in use on a patient.